Manufacturer narrative:
MDR / initial 2 of 8. Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that patient experienced infusion set fell off event on (B)(6) 2026.